Manufacturer narrative:
(B) (4). (B) (4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an abdominoplasty procedure on an unknown date and suture was used. Following the procedure, the patient experienced inflammation along the suture line, suture site granulation, spitting of the suture, pain along the suture line, and scarring along the suture line.